Event description:
It was reported that the device was used during a laparoscopic sigmoid resection. The surgeon fired the stapler three times across the colon. The second staple line was not closed. The surgeon closed the unapproximated staple line with sutures laparoscopically. There was no consequence to patient.